Event description:
The manufacturer received a report from the patient's wife regarding a dreamstation 2 auto CPAP (ds2adv) device. According to the report, the device failed to deliver airflow, emitted a burning electrical odor, and displayed a ¿service required¿ message. The patient¿s wife was informed that the device is no longer under warranty and that repairs should be coordinated through the durable medical equipment (dme) provider. She indicated that she had contacted the dme, but they were uncertain about how to proceed and referred her back to philips. The patient¿s wife was subsequently provided with contact information for authorized service centers that repair ds2 devices. However, she stated she would not reach out to them due to financial constraints. At this time, there have been no reports of serious injury, harm, or medical intervention associated with this event. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete

Manufacturer narrative:
The manufacturer previously received a report from the patient's wife regarding a dreamstation 2 auto CPAP (ds2adv) device. According to the report, the device failed to deliver airflow, emitted a burning electrical odor, and displayed a ¿service required¿ message. The patient¿s wife was informed that the device is no longer under warranty and that repairs should be coordinated through the durable medical equipment (dme) provider. She indicated that she had contacted the dme, but they were uncertain about how to proceed and referred her back to philips. The patient¿s wife was subsequently provided with contact information for authorized service centers that repair ds2 devices. However, she stated she would not reach out to them due to financial constraints. At this time, there have been no reports of serious injury, harm, or medical intervention associated with this event. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety. The manufacturer has updated section h device problem code in this report.